Manufacturer narrative:
The investigation is ongoing and the results will be reported when available. Then internal complaint number is (B)(4).

Event description:
A patient underwent an anterior vaginal repair with perigee mesh and a posterior vaginal repair with prolift mesh, along with a cystoscopy and tvt insertion. Post-operatively, the patient experienced urinary retention. Subsequently, an excision of vaginal mesh and a sugisis graft were required due to mesh erosion. The patient later presented with lower urinary tract symptoms, including urgency incontinence, incomplete emptying, nocturia (2x/night), and a slow, spraying urine stream. Urodynamics in (B)(6) 2025 confirmed detrusor overactivity with loss of functional capacity and hypocontractility during voiding. Pharmaceutical therapy with oxybutynin and overstin resulted in a good outcome for these symptoms.